Event description:
During the completion of upper lobe lobectomy, when the device was placed on the tissue, question of misalignment of the device, the device misfired and tore (made a tear) along the previous suture line. Unable to control the bleeding, the pt expired.